Event description:
The customer's daughter reported that her mother was hospitalized for high blood glucose levels close to 600 mg/dl. Troubleshooting was performed, and the insulin pump failed the high pressure test. Advised the daughter that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.